Event description:
Brake kit failure. Casters rolled at less than the 50# spec. Bed had recall brake kit installed 9/2008.====================== health professional's impression======================failure of the "scorpion" brake kit====================== manufacturer response for med/surg bed, secure 2 3002ex======================service rep will be sent to replace scorpion kit.